Event description:
The wcq received an email from the ethicon risk manager team reporting the following: the patient underwent a gynecological surgical procedure on (B)(6) 2005, during which a tvt (tension-free vaginal tape) was implanted. The patient subsequently had revision surgery on (B)(6) 2015. It was reported that the patient experienced pain, an endometrial polyp, irregular bleeding, a cystocele, and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The manufacturing number is (B)(4).